Event description:
It was reported that the patient received multiple inappropriate shocks due to t-wave oversensing (twos). Of note, the patient had just finished a "strenuous hike" and was at home. The patient received fluids in the ambulance prior to blood tests which showed no electrolyte imbalance. The twos could not be reproduced in the hospital or with intrinsic sensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks due to t-wave oversensing (twos). Of note, the patient had just finished a "strenuous hike" and was at home. The patient received fluids in the ambulance prior to blood tests which showed no electrolyte imbalance. The twos could not be reproduced in the hospital or with intrinsic sensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for analysis; however, performance data was received from the device. Analysis found the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).